Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the battery compartment was cracked and the battery fell out sometime. Patient stated that the battery cap was not damaged. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/02/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported casing issue was verified. The battery compartment was found to have cracked at the top. The pump powered up with auditory and vibratory features. No tactile issue was found with the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.